Event description:
A caller reported experiencing cgm error 42. Blood glucose level was not adversely impacted. The customer was guided through a pump reset by technical support, which successfully resolved the issue, allowing the caller to start their sensor session without further errors.